Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the anvil component completely detached from its perspective side of handle. A new device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of one device. Both photographs noted the anvil tip was disengaged from the anvil side of the device. The single use loading unit (sulu) was fully applied and the interlock was engaged. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result due to rough handling of the device. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs and one device. Visual and photographic inspection of the instrument noted the anvil was disengaged. The loading unit was fully applied and the interlock was engaged. No damage was noted to the knife blade. The anvil was reattached to the stapler and the sulu was reset for functional testing. The sulu and instrument were applied to appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged anvil may occur from excessive manipulation or rough handling of the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.